Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was previously reported during the reporting period; however, 1 previously reported event in this report was also reported under MFR report # 3015967359-2022-01941. 0 previously reported events are included in this follow-up record. No events occurred.

Event description:
This report summarizes 0 malfunction events in which the device had a component detach.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was evaluated using data provided by the user or a third party. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1 event had patient involvement; no patient impact.